Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a hole in the balloon of the stent delivery system was noted. The lesion was located in the mid circumflex artery. A 2.25x16mm taxus atom drug eluting stent was advanced to the lesion and when the physician attempted to deploy the stent at 10 atms, the balloon would not inflate. When the device was removed from the pt, a hole in the front of the balloon was noted. The procedure was completed with 2.25x20mm stent. No pt injures or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).